Manufacturer narrative:
Date of event is approximated since unknown.

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted. At an unknown time, thrombus was discovered on the closure device. The patent was not taking oral anticoagulant medication at the time the thrombus was discovered. Boston scientific is currently attempting to obtain additional detail.